Event description:
This event was also reported under manufacturer report #3004209178-2013-12061: (a representative reported that the patient was having a catheter revision, and their physician was changing the medication in the pump from dilaudid 20 mg/ml to dilaudid 10 mg/ml. The catheter was occluded. The representative later reported that the patient was asymptomatic. They had failed a dye study which led to the catheter revision. The location of the catheter issue was unknown. The doctor did not troubleshoot. They opted to just replace the entire catheter.) Any additional information received will be reported under this manufacturer report #3004209178-2013-10311 it was further reported that the patient experienced withdrawal and increased pain. There was an unknown catheter issue at the pump /catheter connection. The dye study from (B)(6) 2013 noted that the dye collected in the deep tissue posterior to the spinal column and anterior to the pump anchor site. The pump and catheter were both replaced on (B)(6) 2013 and the patient required hospitalization. The patient outcome was noted as non-serious injury/illness.

Event description:
It was reported the patient had not had pain control for a few days. The patient indicated they heard the alarm sound on (B)(6) 2013 and then again the morning of report. The healthcare provider (hcp) checked the logs and no alarms were noted. It was later reported the hcp confirmed in the event logs there were no pump alarm indications, but the patient does not think she is getting good pain relief despite regular pump dose increases at refill appointments and with the oral medications the patient takes as well. It was later reported that the hcp did a dye study and was able to aspirate but stated the dye pooled at the site of the anchor. The hcp was planning on sending the patient for revision but date was to be determined. Additional information has been requested, but was not available as of the date of this report. The pump was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter, product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was further reported that the pump was moving around but it did not flip. The pump moves in the subcutaneous pocket. An x-ray was performed on (B)(6) 2013. No surgical intervention had occurred at that time and no injury to the patient. Further, the patient was seen on (B)(6) 2013 for back and left leg pain. The patient reported that the pump moved around in her thoracic spine and when she is on her side the pump sticks up. When the patient rolled onto her side she experienced left leg pain. The patient denied any withdrawal symptoms but was concerned the catheter may have been disconnected. The health care provider inspected the pump and noted movement in the subcutaneous pocket with no evidence that it flips but could not keep it from moving. Reportedly it was sutured to the fascia and the patient was noted to have ¿abundant¿ subcutaneous tissue with a body mass index of (B)(6). There was evidence that the patient had been picking at the incision as there was a scab. There were no signs of infection or wound breakdown. X-rays were obtained with no reported abnormalities of the pump (although the pump was listed as a stimulator on the x-ray). The patient was noted to have in the lumbar spine, spondylolisthesis at l4-5 on the plain x-rays. It was further planned at that time for this patient that a dye study be performed. If this was unremarkable the physician may increase the narcotic. A myelograms and post myelograms computed tomography may further exam the stenosis at l5-s1. The patient was ¿certainly a very low dose relative¿ to where she had been on narcotics but she might also be ¿burned out¿ from how much narcotics she had been taking. It was also noted that the patient may also have "fiddler" syndrome as she was reaching back and playing with ¿that¿ during the office exam. (Please note that the catheter was later revised and this had been captured previously in manufacturer report # 3004209178-2013-12061.)